Event description:
An unspecified issue was reported with the adc device in use with a samsung with android operating system version 13. Customer was unable to access their freestyle librelink account due to an incompatible device error. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of sugar by their partner. When the customer regained consciousness, the customer obtained a blood glucose of 50 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Smartphone compatibility information with use of freestyle librelink, the samsung galaxy a13 device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. An extended investigation has been performed for freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported a incompatible sensor device error message the sensor with the freestyle librelink application resulting in the customer being unable to monitor glucose with sensor readings. Successfully receive high/low glucose alarms on a samsung galaxy s22 (android 13 2.8.4.9335) using a known good libre 2 sensor and unable to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a samsung with android operating system version 13; app version 2.8.4.9335. Customer was unable to access their freestyle librelink account due to an incompatible device error. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of sugar by their partner. When the customer regained consciousness, the customer obtained a blood glucose of 50 mg/dl. There was no report of death or permanent impairment associated with this event.